Event description:
During routine testing at installation of unit, datex-ohmeda svc rep noted output of vaporizer was not within spec. Investigation/conclusion: the unit was returned to the vaporizer svc ctr in austell, ga for investigation. The unit was tested, and the output was found to be low to MFR's spec. The cause of the low output condition was determined to be the high pressure check valve magnet in the vaporizer manifold being out of adjustment. The exact cause for this condition could not be determined. The final test procedures were reviewed and found to be adequate. Final test personnel have been informed of this occurrence. This is the first MDR within the last two years involving an ohio calibrated vaporizer wherein the cause was due to an improperly adjusted high pressure check valve magnet in the vaporizer manifold. Approx 1,200 ohio calibrated vaporizers are serviced annually.